Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited pacing impedance measurements less than 200 ohms on the right ventricular (rv) channel. Additionally, there was decreased sensing measurements and increasing threshold measurements. A boston scientific technical services consultant documented and discussed the clinical observations. No adverse patient effects were reported.

Event description:
It was reported that this system exhibited pacing impedance measurements less than 200 ohms on the right ventricular (rv) channel. Additionally, there was decreased sensing measurements and increasing threshold measurements. A boston scientific technical services consultant documented and discussed the clinical observations. No adverse patient effects were reported. Additional information was received that this device was explanted and replaced.

Event description:
It was reported that this system exhibited pacing impedance measurements less than 200 ohms on the right ventricular (rv) channel. Additionally, there was decreased sensing measurements and increasing threshold measurements. A boston scientific technical services consultant documented and discussed the clinical observations. Additional information was received that this device was explanted and replaced. No additional adverse patient effects were reported.